Manufacturer narrative:
(B)(4). Batch #: u5dc5x. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received unfired. The device was returned with a non-working firing mechanism and the firing trigger would not function as intended and felt loose. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the spring firing trigger was noted to be out of its intended position and the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to how the spring firing trigger became out of position. The damage to the actuator post has been correlated to a manufacturing process. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the knife did not move forward at the 2nd firing on the stomach. When the device was removed from the patient and fired outside the patient for functionality, the knife moved slightly. It was found the firing trigger was loose and broken. Another device was used to complete the case. There were no adverse consequences to the patient.